Event description:
The customer initially reported that their device would no longer off. After a contracted service agent evaluated the device, it was observed that the device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control evaluated the device and was able to confirm the reported failure with the customer's battery; however, with a test battery, the device functioned normally. Through testing, the device was found to operate normally with no discrepancies observed. The customer's battery was found to be depleted to 0.5 volts. Physio was unable to determine why the battery was depleted to 0.5 volts. The customer received a replacement device.

Manufacturer narrative:
(B)(4). The contracted service agent evaluated the device and verified the reported failure and will return the device to physio-control for evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.